Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During the recertification initial evaluation, baxter personnel found the flogard pump with physical damaged on the pumphead door. It is unknown if there was patient involvement. It is unknown if there was an adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be damage to the latch area of the pump head door. To correct the condition, the pump head door was replaced. If any additional information is received, a follow up MDR will be sent.